Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The caller stated that the insulin pump did not show any signs of physical damage and had not been exposed to moisture. No damage or corrosion was noted. Upon troubleshooting, the display did not return. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump.